Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device was returned to w. L. Gore & associates for investigation. Submitted was one gore-tex® thin-walled fep ringed stretch vascular graft fragment (vgf-1). The fragment had been transected at both poles prior to arrival at w. L. Gore & associates. The lumen of the device contained red brown friable tissue. Due to the length and curvature of the device, patency could not be determined. The albumin of the device has a small to large amount of multifocal friable brown tissue particularly around the ringed area. Histopathological examination of three abluminal tissue specimens from vgf-1 was performed. Although this removable ringed gore-tex® stretch vascular graft was submitted in formalin the specimen was markedly degraded. As a consequence, there was a marked overgrowth of an achlorophyllic algae, the morphology of which was highly suggestive of prototheca spp. To further support the concept of a microbial overgrowth, an inflammatory cell reaction that typically accompanies an algal infection was not observed. Abluminal tissue was composed primarily of acute thrombus. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w. L. Gore & associates. The disruptions are consistent with a surgical procedure.

Manufacturer narrative:
PMA number and the common device name) were included. Additional information for relevant tests/laboratory data and relevant patient history were included.

Event description:
On (B)(6) 2014 the patient presented with an occlusion of the superficial femoral artery. A bypass was conducted where a gore vascular graft was implanted. On (B)(6) 2014 a fluid leakage through the graft wall and an infection of the device was observed. The medical device was explanted and another prosthesis from dacron was implanted. The patient suffered from several severe diseases.